Event description:
The patient's vns generator was replaced due to a depleted battery. A battery life calculation estimated a negative 2.44 years until end of service, verifying the depleted battery condition. The explanted device was returned to the manufacturer for product analysis. An open can measurement of the battery voltage determined that the battery was depleted. During testing, an out of specification condition was identified with the supply current. Analysis confirmed that a leaky q10 component was the cause. After the q10 was substituted, the device performed according to functional specifications. The out-of-specification q10 component could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.